Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information/investigation results will be provided in a supplemental report.

Event description:
A malfunction was reported involving the medical device ff904sb, caspar distraction pin 14mm. Specifically, it was reported that during an anterior cervical discectomy and fusion procedure, a distraction pin fractured during removal, leaving the threaded portion embedded in the c5 vertebral body. The surgical team decided to leave the retained fragment in place as it was not considered hazardous to surrounding tissues. No adverse consequences for the patient were reported. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis. Additional information was not provided nor available. The malfunction is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Additional information: h6 - codes updated. Investigation results: the reported medical device was not available for manufacturer evaluation. Therefore, the investigation was conducted based on the event description provided, a review of the batch history records, and an analysis of relevant historical complaint data. A review of the device quality and manufacturing history records for the reported batch number confirmed that the device was manufactured in compliance with the manufacturer's specifications applicable at the time of production. No similar complaints were identified for the affected batch. As a hypothesis, device fracture may be associated with multi-axial mechanical stress (e.g., bending and torsional forces). However, due to the absence of the device in this specific case, this failure mechanism could not be confirmed as the cause of the reported event. Conclusion/preventive measures: the root cause for the mentioned fracture cannot be finally concluded. In the event that the complained device will be provided for investigation in the future, an update of this report will be provided unsolicited. There is no indication for a design-, manufacturing- and/or material-related failure. Based upon investigation results, a CAPA is not required. Final comments: according to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis.